Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, it was confirmed on logs that the ventilation did not stop and the cfb error starts on line 27083 (B)(6) 2023 at 00:50:36. Recommended main board replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us ventilator had blue screen. No information for patient involvement.

Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation, however, a definitive root cause couldn't be determined. The original complaint was confirmed, but not duplicated. The uut was tested and found to function to specification. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. No functional or performance issues were found in fa lab investigation.